Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 20 x 2.5mm, concentric and the de novo target lesion was located in the non tortuous and mildly calcified mid left anterior descending artery. Pre-dilation was performed leaving 0% residual stenosis in the lesion. A 28 x 2.50mm promus premier drug-eluting stent (des) was advanced and successfully implanted in the lesion. However, after post dilatation was performed, it was noted that the proximal stent struts were deformed. Another promus premier des was implanted and successfully completed the procedure. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus premier ous mr 28 x 2.50mm stent delivery system was returned for analysis. No stent attached. A visual examination identified that the balloon cones were not folded, and the balloon is in a flattened state, which indicates that it was subjected to pressure. Crimp markings are visible on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks at several locations along the length of the hypotube. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 20x2.5mm, concentric and the de novo target lesion was located in the non tortuous and mildly calcified mid left anterior descending artery. Pre-dilation was performed leaving 0% residual stenosis in the lesion. A 28 x 2.50mm promus premier drug-eluting stent (des) was advanced and successfully implanted in the lesion. However, after post dilatation was performed, it was noted that the proximal stent struts were deformed. Another promus premier des was implanted and successfully completed the procedure. No further patient complications were reported and the patient's status was stable.